Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application was not alerting. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed. The root cause was determined to be the patient's smart device was muted and the patient acknowledged the alert.